Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user stated that the seat cracked on the all in one commode and is also starting to rust.